Manufacturer narrative:
H6: no product will be returned for evaluation.

Event description:
The patient stated that on 11/30/06 his infusion device began to beep and "3.01" and "77" were displayed on the screen. The patient stated his power pack had been in use since 10/20/06. The patient stated he was aware of the recall, but he had not been changing his power pack every 2 weeks. The patient was educated on the importance of changing the power pack every 2 weeks. The patient did not have a new power pack available at the time of the call, but he stated he would change it as soon as he returned home. No physiological effects were reported. The patient did not report assistance by healthcare professional or second party to address the issue. No product will be returned for evaluation.